Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the proximal insulation was abraded between 18.4 cm and 18.7 cm from the connector pin. As a result of the damaged insulation an electrical short resulted between the coils and caused noise. Abrasions are indicative of exposure to constant friction with another implantable device.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced.